Event description:
It was reported the pacemaker exhibited noise noted during implant. The device was not used another device was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise anomaly was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation measured at most sensitivity settings found sensing parameters within normal range, and evaluation of the output signal found all pacing parameters within normal range. Additionally, visual inspection of the header and connector did not observe any contamination or foreign material that could contribute to the reported noise event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.